Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at eight atms on the first inflation. The patient was asymtomatic during this event. The lesion being treated was a 99% stenotic lesion in the posterior descending coronary artery. The physician used a 7 fr introducer sheath for vascular access, a 7 fr jr guide catheter and a .014 guide wire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of an express2 3.0x16mm stent. The maverick2 monorial balloon to pre-dilate the lesion and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good'.